Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports that the liner dislodged before the revision surgery. This pc reports about the dislocation after the primary surgery. It was reported that on unknown date, the patient underwent the surgery with the s-rom. After this primary surgery, on unknown date, dislocation occurred. The revision surgery was planned on no further information is available.